Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, patient's sister reported patient is facing an issue with his insulin infusion device. Sister reported she is not sure what the issue is and requested that patient be called at school. Submitted request for additional training. Patient's sister reported she thinks the patient is facing an elevated blood glucose reading at this time. Spoke with school representative who stated patient does not have his primary infusion device with him for troubleshooting. Patient reported his reading this morning was 324 mg/dl, he attempted to bolus and received an occlusion error. Reviewed error history on infusion device. Advised patient on recommendations of changing disposable accessories. Had patient disconnect form his infusion site and prime out the end of the infusion tubing; was successful. Patient reported he noticed an air bubble in the cartridge and he primed until the air bubble was smaller. Patient does not have any additional insulin cartridges with him. Advised to have someone bring him a new cartridge with no air bubble and to call his doctor to ask what he should do for the elevated reading. Patient reconnected to his infusion site and put infusion device in run mode. Had patient check his blood glucose; reading had gone down to 216 mg/dl. He stated he would call his doctor. The next day, clinical specialist reported she spoke with patient regarding infusion device. She stated she will meet with patient and call to complete troubleshooting. The next day, clinical specialist reported she was with patient and provided patient with a different infusion set. Clinical specialist reported patient had taken off his infusion device and did not use his insulin pen. She stated he did not have any insulin for 24 hours and his current reading is 358 mg/dl. She stated he has bolused after putting in a new site. No product return was requested.